Event description:
Reportedly, pt expired due to unk reasons. Unk if pt's death is device related. Unk if device was explanted. Info learned through implant pt registry.

Manufacturer narrative:
Device not returned.